Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿low¿, however, an exact bg value was not provided. Customer consumed carbohydrates to address the low bg. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.